Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Global clinical number: (B)(4). Title of clinical study: progress report for period 05-jul-2022 ¿ 2.0-oct-2022. Device name: zilver 635® biliary stent (zilbs). The aim of this post-market clinical follow-up (pmcf) study is to confirm the long-term performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favorable in the long-term. This study is a retrospective, observational, multi-center, post-market study collecting data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the biliary stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 39 patient datasets from two clinical sites were entered during the period of data summary. This progress report includes study data for the 39 patient datasets as available through 20-oct-2022. A total of 46 biliary stents were placed in 39 patients. The most frequently used stents were the zilbs-635-6-8 (16 stents). This complaint was opened to capture stent occlusion -12.8% of patients (5/39) had an occlusion within the stent. Require intervention/additional procedures.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 14-mar-23 and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #k163018. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr (B)(4) and it was created from the attached journal article. Lab evaluation ¿ n/a. Document review: prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use lists stent occlusion as a potential adverse event that can occur in conjunction with biliary stent placement. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined however a possible root cause can be attributed to patient pre-existing conditions and/or known potential complications. Patient's pre-existing conditions included cholangiocarcinoma and pancreatic cancer, as per medical advisor input 'cholangiocarcinoma and pancreatic cancer would more likely contribute to a stent occlusion'. As previously noted, the IFU lists stent occlusion as a potential adverse event. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the observational post-market clinical study ¿zilver 635 biliary stent (zilbs)¿. According to the initial reporter, stent occlusion was documented in 05 patients, the intervention required as a result of the stent occlusion was not reported however as per medical advisor input ¿require intervention/additional procedures¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction follow-up MDR report is being submitted due to the receipt of additional information on 24-jun-2024 and completion of the investigation on 23-jul-2024. Final pmcf report " final report MDR (B)(4) (B)(4)" received pm 24-jun-2024.

Manufacturer narrative:
PMA/510(k) #k163018. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the observational post-market clinical study ¿ zilver 635® biliary stent (zilbs) - MDR-(B)(4) final report. Lab evaluation ¿ n/a. Document review: prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0065) lists stent occlusion as a potential adverse event that can occur in conjunction with biliary stent placement. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined however a possible root cause can be attributed to patient pre-existing conditions and/or known potential complications. Patient's pre-existing conditions included cholangiocarcinoma and pancreatic cancer, as per medical advisor input 'cholangiocarcinoma and pancreatic cancer would more likely contribute to a stent occlusion. As previously noted, the IFU lists stent occlusion as a potential adverse event. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the observational post-market clinical study ¿ zilver 635® biliary stent (zilbs) - MDR-(B)(4) final report. According to the initial reporter, stent occlusion was documented in (B)(4) patients, the intervention required as a result of the stent occlusion was not reported however as per medical advisor input ¿require intervention/additional procedures. Complaints of this nature will continue to be monitored for potential emerging trends.